Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no similar complaints received for this lot number.

Event description:
A surgeon reports a pt developed endophthalmitis following cataract surgery. The surgeon indicated he feels the intraocular lens may have caused/contributed to the event. A vitrectomy was performed at two weeks post-op and the pt is being treated with a topical antibiotic and steroid. The pt is improving with treatment.